Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time

Event description:
Per tm - this unit is very hot and continues to freeze up, which requires the nurse to break sterile field to turn off the ultrasound.